Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead triggering device classified false termination of atrial t achycardia/atrial fibrillation (at/af) event(s) at times. Additionally, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) triggered a false observation for an increase in the left ventricular (lv) lead threshold indicating that the increase was greater than the amplitude safety margin and may have compromised capture. The observation displayed question marks where a numerical value would typically be displayed. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.